Event description:
Revision of a broken corail hip stem. Left side. First revision was in 2015 . Metal-metal. Head and liner were changed to ceramic and poly. Doi: 2015, dor: (B)(6) 2022, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. All photographic evidence was reviewed. Visual examination of the femoral stem confirmed the complaint, the implant has fractured at the neck. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient was experiencing pain which led to the revision surgery and there was no surgical delay reported. The product did break and all pieces retrieved were from the patient. In the first revision (2015) were also jnj products involved and it was a metal/metal combination. On (B)(6) 2022 the patient had a revision to address corail fracture. An extended trochanteric osteotomy was performed. The polyethylene shows a roughened surface. The diagnosis included implant fracture corail after primary implantation (B)(6) 2021 with metal large head sliding space and revision to polyethylene and ceramic head 2015.